Manufacturer narrative:
Corrected data: d1 updated. Investigation summary: ppae(tachycardia/ventricular fibrillation): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
66 year old male with history of ischemic cardiomyopathy presented with acute on chronic decompensated heart failure. On 10/3 the patient had an implantation of impella 5.5 via right axillary artery as potential bridge to transplant. On 10/3 they experienced am episode of ventricular tachycardia (vt) requiring cardioversion/ amiodarone. On 10/6 episode of vt treated with amiodarone. On 10/11 episode of venticular fibrillation requiring cardioversion. 10/13 the patient was placed on vaecmo with impella functioning well. On 10/17 they underwent transplant with explant of impella 5.5 and ECMO without incidence.